Event description:
Per the surgeon's report, the patient experienced a decrease in performance after falling from his bicycle. An integrity test was done in 2007. The results were reviewed by cochlear personnel on august 31, 2007. It was determined that the results showed normal receiver/stimulator function, but severe electrode array damage affecting all electrodes. Explanation/reimplantation surgery was recommended.

Manufacturer narrative:
This type of event is addressed in the device labeling.